Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were in a lot of pain. They had turned their stimulation down to 0 and they were still in a lot of pain. The patient was implanted for urinary dysfunction, sacral nerve stimulation, and gastrointestinal pelvic floor. Additional information received from a patient reported the circumstances that led to the pain were a kidney infection. The patient stated they went to the urologist to try and resolve the pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.